Event description:
The device was returned to the service center with a report of "bottom cap." This is not a reportable malfunction. However, during verification testing at the service center, the device alarmed with a 11/004 (less than 2.0 volts on lithium battery) service alarm code.

Manufacturer narrative:
During testing at power up, the device alarmed for 11/004 (less than 2.0 volts on lithium battery) service code alarm. During further testing, leakage was noted from the disposable batteries in the battery compartment of the device. The customer contact's report of a bottom cap was found to be a broken bottom end cap. The device has been identified as part of two product recalls. This report represents all the information known by the reporter upon query by hospira personnel.